Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 element in the jaws was observed to have come apart. The heating wire was detached. This was an out of box failure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
From "no consequences or impact to patient" to "no patient involvement". (B)(4). The hp2 device was returned to the factory for evaluation. A photographic investigation was conducted. The photographic image provided, determined that the heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaw. Signs of clinical usage and no evidence of blood was observed. A visual inspection was conducted. The heater wire was flexed away from the hot jaw with detachment at the tip. The wire remained in place at the base of the jaw. The heater wire was observed to be slightly twisted. No other failures were observed. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was confirmed. Specific actions for the reported failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 element in the jaws was observed to have come apart. The heating wire was detached. This was an out of box failure. A replacement device was used to complete the procedure.